Event description:
Customer performed a blood glucose test and received a result of 500mg/dl. The customer later passed out and the ambulance was called. The emergency medical tech received a result of 41mg/dl. The customer was given glucose and orange juice, banana and peanut butter sandwich. On a different day the customer received a reading of "hi" and later passed out. The ambulance was called and they received a reading in the 30's mg/dl. The customer was given orange juice, banana and glucose and a peanut butter sandwich. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.